Event description:
On (B)(6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2012, an angiogram revealed a distal type I endoleak. On (B)(6) 2012, an angiogram confirmed the distal type I endoleak and revealed distal disease progression with a new pseudoaneurysm. The pt was implanted with two gore conformable tag thoracic endoprosthesis to treat the pseudoaneurysm and endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this let met all pre-release specs.